Event description:
As reported by end user hospital, during placement of valved PICC, the nurse felt resistance when inserting the 60cm guidewire. She then attempted to remove the guidewire through the needle. Resistance was felt, and the wire was unraveled/frayed when removed. There was no patient injury or complications. It was stated that the hospital is retaining the used device.

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and guidewire lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. A review of the (B)(6) november 2008 complaint report did not identify any adverse trends regarding this product and the reported failure mode of "unraveled." As no sample was available for return, we were unable to provide (B)(4)., our guidewire supplier, with a device for evaluation. They did, however, perform a device history review relative to the manufacturing, inspection, and packaging of the associated guidewire lots. Their review found all devices to have met specification prior to shipment. As no device is being for evaluation, the exact cause of the damage to the guidewire is unable to be determined. The directions for use packaged with this device include the caution: "never withdraw the guidewire through the needle as this could damage the guidewire. If the guidewire tip must be withdrawn while the needle is inserted, remove both the needle and the guidewire as a unit." (B)(4).